Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The physician removed the velocity microcatheter out of the protective hoop and discovered that the velocity had a kink in it. As no additional velocity microcatheters were available, an alternate microcatheter was selected and used without incident. There was no patient involvement

Manufacturer narrative:
Results: there is a kink in the proximal portion of the shaft. This kink is located approximately 6.9cm from the hub. Conclusion: the damage noted in the complaint is confirmed. This catheter is kinked in the proximal portion of the shaft. The physician noted that the catheter was kinked upon removal from the package, however the cause of this damage cannot be directly determined. The packaging hoop should have prevented this damage in the proximal shaft. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.